Event description:
The tip of a disposable instrument- arthrex drill used during an arthroscopy, broke into 2 pieces while actively being used inside patient¿s right knee. The broken tip was procured by attending surgeon and both pieces were accounted for, and the procedure continued on as normal. Arthrex vendor was present in the operating room when event occurred. Arthrex flipcutter iii drill, ref ar-1204ff, lot 22p72, exp [redacted date]. Manufacturer response for flipcutter iii drill, flipcutter iii drill (per site reporter) per rl, site notified mfg directly w vendor on site at the time of event, added to tracker for trending and FDA reporting.